Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that, during intraocular lens implantation surgery, after implanting the lens in the patient's eye, the surgeon noticed scratches on the lens. Hence the lens was explanted and replaced with another lens during the same surgery. There was no patient impact. There are two files associated with this report. This is 2 of 2.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intra ocular lens (iol). Iol received in a lens case base, in a non company pouch. Iol returned positioned incorrectly in the lens case base. Substantial amount of solution is dried on the iol. The haptics are stuck to the iol optic edge with solution. The reported 'scratch on lens' cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. The iol optic is scratched/marked-rejectable. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint " scratch on lens, in/out". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.